Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s battery had ¿eroded through the skin.¿ it was noted that the patient had lost a considerable amount of weight. It was noted that the patient had a lot of comorbidities and their ability to heal from wounds or infections was considerably lowered. The patient decided to have the system explanted on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the "battery eroding through the skin" was not an issue with the device or therapy. The cause of the issue was unknown, but the patient did lose a large amount of weight. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that the system was removed due to an infection. No further complications were reported.